Event description:
A (B)(6) pt's nurse contacted zoll customer support to report that the pt's response buttons were not functioning. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not functional) was confirmed. Upon eval, response buttons were non-functional. The flex cable of the rear response button had a sharp crease. The crease resulted in an intermittent electrical connection. The root cause for the defective response button cable could not be positively identified. No adverse event resulted from the defective response button cable. The pt received a replacement monitor.